Event description:
It was noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited intermittent capture and noise. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events intermittent capture and noise were not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found except for damages consistent with procedure damage.